Event description:
It was reported that the user experienced prolonged low glucose at 54 mg/dl while using the ilet and had performed a lunch announcement during the low, which likely impeded correction. Investigation included review of system reports and user interaction. Investigation of this case revealed that an accidental or inappropriate meal announcement during hypoglycemia was the likely contributor to the persistent low, with no device malfunction indicated. Symptoms included dizziness associated with low blood glucose. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that user technique related to timing of meal announcements during hypoglycemia was the cause.